Event description:
Same case as MFR report#: 2134265-2010-00077. It was reported that prior to a rotational atherectomy procedure, the guide wire fractured. During platforming of the burr outside of the patient the guide wire fractured. The procedure was successfully completed with another of the same device. The device had no contact with the patient. It was further reported the burr was being platformed at 140000rpm. No adverse patient consequence was reported with the patient's current condition listed as 'well and at home'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-00077. It was reported that prior to a rotational atherectomy procedure, the guide wire fractured. During plat forming of the burr outside of the patient the guide wire fractured. The procedure was successfully completed with another of the same device. The device had no contact with the patient.